Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid, described a pain blocker, via an implantable pump for non-malignant pain and joint pain/arthritis. It was reported that the patient¿s pump was not working. The date of the event was unknown. For three months the pump was full of medication and was dripping just a little bit, just enough to keep her from detoxing. It was indicated that a physician had turned the drug in the pump up to ¿18¿. It was also noted that a physician had given the patient shots. It was also indicated that the healthcare provider (hcp) had tried to restart the pump but couldn¿t. The hcp then explanted the pump and implanted a new one. It was further reported that the patient had a stroke that was confirmed as having been unrelated to the pump or therapy. No further patient complications have been reported as a result of this event.